Manufacturer narrative:
Additional narrative: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device displayed e8 and e9 error codes. There was a five to ten minutes delay to the surgical procedure. A spare device was used to complete the surgery successfully. There was patient involvement reported. The reporter further stated that during post-surgery testing, the e8 and e9 error codes could not be reproduced. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device failed the thermistor assessment reading open line (operational specification was between 1000- 15k ohms), which was consistent with normal wear over time. It was further determined that the device had a cracked flex circuit potting (which caused the failed thermistor) and a worn out motor. This was consistent with normal wear over time. The assignable root cause was determined to be due to worn out motor components from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.